Event description:
Asku

Event description:
It was reported during the implant procedure that the lead was placed and had testing impedances > 2000 ohms. After attempting several areas for positioning and exchanging cables, it was decided to use another lead. A new lead was then placed and all measurements were fine. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.